Event description:
It was reported that this implantable pacemaker was found in safety mode upon in-clinic follow-up. The health care professional (hcp) arranged the patient to be admitted to the hospital to perform an urgent device replacement due to the patient being pacemaker dependent. However, the cath lab had a broken ventilation system, therefore, the device replacement would be reattempted in the following days. A temporary pacing system was implanted in the meantime as the patient already experienced noise oversensing and asystole related to the safety mode settings. The device remains implanted at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was found in safety mode upon in-clinic follow-up. The health care professional (hcp) arranged the patient to be admitted to the hospital to perform an urgent device replacement due to the patient being pacemaker dependent. However, the cath lab had a broken ventilation system, therefore, the device replacement would be reattempted in the following days. A temporary pacing system was implanted in the meantime as the patient already experienced noise oversensing and asystole related to the safety mode settings. The device was subsequently explanted. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device case was opened, and internal visual inspection revealed no irregularities. The device case was opened, and the battery was removed and forwarded for detailed testing which concluded the presence of a depleted cell with no battery-related failure determined. Despite analysis, the root cause of the clinical observations could not be confirmed.

Event description:
It was reported that this implantable pacemaker was found in safety mode upon in-clinic follow-up. The health care professional (hcp) arranged the patient to be admitted to the hospital to perform an urgent device replacement due to the patient being pacemaker dependent. However, the cath lab had a broken ventilation system, therefore, the device replacement would be reattempted in the following days. A temporary pacing system was implanted in the meantime as the patient already experienced noise oversensing and asystole related to the safety mode settings. The device was subsequently explanted. No additional adverse patient effects were reported. The device was returned for analysis.